Event description:
It was reported that there was a syringe malfunction and the lever was sticking. There was no patient injury reported.

Manufacturer narrative:
The product was returned for evaluation. It was observed that it was in good condition with no appearance of any physical damage. The event history log (ehl) review indicated invalid syringe size, which was confirmed during the syringe test. It was observed that the tapered spring slipped over the barrel clamp rod; cause is undetermined. The product was repaired and all functional tests passed. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The reported issue could not be determined since the complaint was not confirmed due to the fact the accuracy test was successfully passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).